Event description:
The pt reported that he was implanted a durom hip generic on the left side on (B)(6) 2008. Revision date is planned for (B)(6) 2013 due to nerve pain shooting through one leg, elevated cocr levels and fluid collecting around the joint.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review, as the pt is currently being monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available and / or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).